Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI: (B)(4).

Event description:
During a follow up, non-sustained right ventricular (rv) oversensing was noted and inappropriate therapy was delivered due to noise. X-ray imaging revealed lead dislodgement. A revision was attempted but the screw was unable to be extended due to tissue buildup. The rv lead was explanted and replaced and the patient is in stable condition.